Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 575 mg/dl. Customer stated that her insulin pump keypad was locked and she was unable to read due to vision impairment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.